Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The rep stated that during a device follow up appointment on (B)(6) 2017 they had their staples removed and the patient noticed a lot of drainage seeping on the dressing from the ins incision. The patient¿s provider instructed the patient to reapply the dressings. It continued to drain from the incision through the weekend. The patient was instructed to go to the hospital sunday evening to be evaluated. They were admitted for IV antibiotics and cultures were taken. The patient had developed a hematoma under their ins. The patient was released from the hospital on the day of the report. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No product issues were reported and no further complications were reported/are anticipated.